Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # (B)(4).

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a "check vent: proximal pressure sensor auto-zero failed" error code in the event log. There was no patient involvement when the issue occurred. No patient or user harm reported. The service engineer reported that the v60 ventilator had a "check vent: proximal pressure sensor auto-zero failed" error code in the event log. The se replaced the data acquisition (da) board to resolve the issue.